Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, drawing, manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a crack on the side of the hub. The functional test of the device verified that the device leaked when injected with air and then submerged in water. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter placed on an unspecified date. The customer reports that medicine was leaking from the catheter during injection. The leak was from a crack that was noted at the distal part of the catheter shaft. The actions to address this event were not provided. The circumstances and handling conditions at the time of he event are not known. No further information is available. The device was received by the manufacturer for evaluation.